Event description:
Procedure: deep anterior rectal resection. Reportedly, the cartridge has cut, but did not staple. A complete rectum resection had to be performed as a re-resection was impossible. Rectum resection with anus praeter. No pt injury reported.